Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the motor controller (mc) pcba and blower assembly was tested and no failures were identified. The 1122 error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator alarmed with blower temperature high occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported the ventilator alarmed with blow temperature high occurrence. The customer reported there was no pt involvement.